Event description:
A customer contacted beckman coulter inc. (Bec) regarding an issue on the cartridge chemistry (cc) side of the unicel dxc 800 pro synchron clinical system. A reagent probe was leaking on the reaction wheel and cover. The customer was getting blank errors on transferrin and no results on iron. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) advised the customer to power the instrument down and offload reagent packs from the upper and lower reagent carousels. The customer was also asked to remove the reaction carousel to check the trough below the wheel for flooding. A field service engineer was on-site (B)(6) 2011 and found the vacuum tubing getting kinked possibly reducing vacuum for reagent probe wash collar. Fse removed excess tubing and straightened tubing and tightened all fluid connections for reagent probes, bubble generator and t-valve. The repairs performed by the fse resolved the issue. The bec internal identifier for this event is (B)(4).